Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 251-253 mg/dl. Customer changed the infusion set and cartridge to address occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.